Event description:
It was reported that the patients' right knee was being revised due to pain. The surgeon commented that there was a cyst in the tibial area due to debris. Lot codes were verbally verified with sales rep. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #9 tibial tray. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer .